Event description:
Event description boston scientific crm received information that during a routine follow-up visit, loss of ventricular capture was noted upon review of several stored episodes from device memory. No drop in the patient's rate was noted and the patient was asymptomatic. Intermittent loss of capture was reproduced when tested in the bipolar configuration with the patient lying in his sleeping position. Though the lead was tested with the patient in the same sleeping position and all impedance measurements were within normal limits, a small break in the anode conductor was suspected. As the pacemaker was part of an advisory communication, it was questioned whether the issue could be related to symptoms described in the communication. A lead revision procedure was performed but the lead was not extracted.